Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. Operational and diagnostic analysis confirmed the reported issue (the equipment is blocked in its liquid and pressure distribution system). Hence, this complaint can be confirmed. During evaluation, worn fingers on pressure arm housing were causing flow issue to the unit, replaced worn fingers on pressure arm housing with tip replacement kit as identified in the investigation to address the reported issue. An additional finding was that the unit intermittently rebooted during test, this was caused by the electronic component failure. Therefore, the main cpu board was replaced to correct the issue. Also replaced damage console cover. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Furthermore, a manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via service request that the fms vue pump is blocked in its liquid and pressure distribution system.